Event description:
On (B)(6) 2011 6943 lead in the rv got a high impedance and noise on the rv channel. (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).